Event description:
It was reported that the patient reported intermittent thumping in their chest. The patient denied pump alarms when they felt the thumping but reported feeling persistently dizzy and generally fatigued. It was noted that it had been difficult unloading the patient's left ventricle despite increasing the patient's speed and diuretic therapy. The patient's past echocardiograms showed left ventricular internal dimension in diastole (lvidd) of 9.2 centimeters (cm), 8.4cm and 7.5cm. The patient's mean arterial pressure was 110 millimeters of mercury (mmhg) with pulsatility index less than 2.0 during ramp right heart catheterization with speed at 6300 and 6500 rotations per minute (rpm), low cardiac output and elevated right and left sided pressures. The log files noted no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported "intermittent thumping" could not be confirmed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files captured the system operating as intended with no notable events/alarms captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.